Event description:
Voluntary medwatch form received noted that the atrial lead exhibited oversensing, low sensing, and high capture threshold. Pacing impedance decreased and insulation defect was suspected. No intervention was reported. Patient experienced arrythmia. Status was not provided.